Manufacturer narrative:
The customer's meter has been returned and is pending investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 his adc blood glucose meter was no longer turning on with the button press or with test strip insertion. The customer was unable to test and reported that on (B)(6) 2016 at noon, he laid down because he "felt tired". At 5:30 pm the customer's grandson attempted to awaken him and found him unresponsive. The customer reported he had experienced a loss of consciousness. Paramedics were called, and upon arrival tested the customer's blood glucose with a result of 28 mg/dl. Paramedics treated the customer with intravenous glucose and transported him to a hospital. At the hospital the customer was tested with a result of 58 mg/dl, diagnosed with hypoglycemia, and treated with additional intravenous glucose. He was admitted for observation, and remained in the hospital for 2-1/2 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed.